Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, hernia and surgical intervention. The instructions-for-use supplied with the device list recurrence of the hernia as a possible complication. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that, on or about (B)(6) 2006, the patient underwent surgery for a repair of a left inguinal hernia. A perfix plug was implanted to repair the hernia defect. On or about (B)(6) 2008, the patient underwent an additional surgery. A repair of a recurrent left inguinal hernia with an implant of a non-bard/davol mesh was performed to repair the defect. The patient was injured severely and permanently. It is alleged that the patient suffered pain, disability, hospitalizations and additional surgeries. The patient has suffered and continues to suffer from chronic pain, as well as psychological stress and depression. The patient has undergone and will likely require in the other forms of care and medical treatments. It is also alleged that the device was defective.